Event description:
It was reported to covidien on (B)(4) 2012, that a customer had an issue with a lite glove. The customer states that during surgery, it was realized that the lite handle glove had a crack. The customer further reports that the operating room was not sterile and therefore the pt had to receive antibiotics for two days.

Manufacturer narrative:
Submit date: 08/30/2012. An investigation is currently underway. Upon completion, the results will be forwarded.